Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising and high thresholds, and rising and high impedance. Device settings were re-programmed, the rv lead remains in use and patient will be monitored. No patient complications have been reported as a result of this event.